Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported receiving a bg reading of 94 mg/dl from her dario meter in the morning compared to a bg reading of 108 mg/dl from her non-dario meter. The user also stated that the readings between the two meters are sometimes similar. While on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." Due to the above, a replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. This case is still in progress. If additional information is obtained, a follow-up report will be submitted. The low bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On april 3rd, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a low bg reading of 87 mg/dl on her dario meter when compared to a bg reading of 123 mg/dl on her old meter.